Event description:
The pt was implanted with a synchromed pump and catheter for infusion of intrathecal lioresal for intractable spasticity. Upon implant, the pump was programmed to deliver a bolus. The 2000 mcg/ml was misread as 200 mcg/ ml and the pump was programmed accordingly. The pt experienced respiratory depression and loss of consciousness. The pt was hospitalized for an add'l two days. The pt recovered.